Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery (rca). A 28 x 4.00 promus premier¿ drug eluting stent was advanced to dilate the lesion. Upon the first inflation, the balloon ruptured at 4 atmospheres. The device was completely removed and the procedure was completed with a 3.5x28 promus premier¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The device was attached to an encore inflation device, subjected to positive pressure and fluid could be seen leaving the tip section of the device. A microscopic examination of the inner found that the bi-component bond was broken. It was noted that 0.2mm of distal inner remained on the proximal inner indicating the device was bonded during manufacturing. The distal inner was stretched and accordioned immediately distal to the break site. This type of damage is consistent with excessive force being applied to the delivery system. The tip was visually and microscopically examined and no issues were noted with its profile that could have contributed to the complaint incident. A visual and microscopic examination found no issue with the profile of the stent. The profile of the balloon cone and wings were reviewed and no issues were noted with their profile that could have contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery (rca). A 28 x 4.00 promus premier drug eluting stent was advanced to dilate the lesion. Upon the first inflation, the balloon ruptured at 4 atmospheres. The device was completely removed and the procedure was completed with a 3.5x28 promus premier stent. No patient complications were reported and the patient's status was good.